Event description:
It was reported to gore, that on (B)(6) 2026, a gore® excluder® conformable aaa endoprosthesis was used for an endovascular aneurysm repair (evar) on a patient with tortuous pelvic vessels. A lunderquist guidewire was used to straighten the pelvis vessels. Once the graft was placed, the delivery system was not able to be withdrawn back into a 18 fr gore® dryseal flex introducer sheath. With the tip of the delivery system still outside of the sheath, some rotation and force was carefully applied and resulted in olive separating from the delivery system as the delivery system was withdrawn. The olive remained on the guidewire and was snared. No patient harm was reported.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D10: concomitant medical products: (relevant associated devices used with the device being reported on): lunderquist guidewire, 18 fr gore® dryseal flex introducer sheath. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Engineering evaluation of the device is anticipated (device currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.